Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).